Event description:
No further information at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a initial left tha. Patient is revised due to painful left tha. During the revision, significant amount of fluid and bursal dehiscence noted, the fluid was sent for culture and gram stain. Stem is found to be stable. Cup was explanted without bone loss. Evidence of metallosis at trunnion level and black collar visible on trunnion. Head and taper adapter were explanted and new implants put in. No other complications were noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# x180913, lot# 180650 stem. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 9 years later due to pain. During the revision, noted metallosis and bursitis. The head and shell were exchanged without complications. Attempts have been made and no further information has been provided.